Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 02/08/2025, it was reported that the patient had nausea and vomiting, along with high cgm values. Therefore, the patient¿s sister took her to the emergency room (ER). At the ER, the patient¿s cgm was 386 mg/dl, and the bg meter was reading 717 mg/dl. The patient was wearing an omnipod insulin pump. At the hospital, the patient was treated with IV insulin. She was discharged two days later. At the end of her stay, the patient¿s cgm was reading 138 mg/dl, and the bg meter was reading 200 mg/dl. The patient also provided another cgm/bg comparison, but it was unspecified when this occurred during the event: cgm 208 mg/dl and bg meter 493 mg/dl. The patient still did not feel well at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. At the ER, the reported glucose values fall within the b zone of the parkes error grid. At an unspecified time during the event, the reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. There was no damage to the wearable. There was no pairing code for bluetooth pairing test. As previously reported, no data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.